Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller due to the black cable lunar lock being broken. Log file review was requested which revealed no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller having a broken black connector nut was not confirmed. There were no photos submitted for review. The system controller, serial (B)(6), was not returned for analysis. Review of the submitted log files revealed the system operating at the set speed as intended throughout the entirety of the data. The provided information stated that the patient¿s system controller had a broken black connector nut and was consequently exchanged. There were no reported associated alarms with the damage. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU rev. A and the heartmate ii patient handbook rev. A are currently available. Heartmate ii instructions for use section 2 - ¿system operations¿, instructs the user not to twist, kink, or bend any cables to prevent damaging them. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. Heartmate ii instructions for use section 3 - ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power and power cable disconnect alarms. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.